Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) went into safety mode. The patient experienced syncope due to asystole from pacing inhibition. The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.